Event description:
Surgeon was performing a transurethral resection of bladder tumor (turbt). After the procedure, surgeon noted a small black piece on the drape. It appeared that a small plastic-like piece at the end of the sheath had broken off. The piece was approximately 2cm in maximal dimension was seen. It was examined, and all equipment used in the case was carefully inspected to determine where it could be from. An identically shaped defect was noted at the distal tip of the inner sheath of the resectoscope. The small piece was fitted into the broken sheath and it was noted that the piece fit exactly. Visual inspection done and no missing pieces were noted. Surgeons, charge nurse and supervisor made aware of incident. Sheath was removed from the tray and given to the procurement department. Sheath was in resecto-cysto bipolar tray 2.